Event description:
Cre fixed wired balloon was used in dilation of the esophagus. The balloon was completely deflated, however, would not come out of the working channel. The balloon had to be cut to remove.